Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿black spot was in the tube.¿

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: ¿black spot was in the tube.¿